Event description:
Customer reported that during a urology cystoscopy procedure the fluoro failed. Staff moved the patient to another room to complete the procedure without incident. No reported injury. No additional details are known.

Manufacturer narrative:
Field service engineer (fse) investigated report that the fluoro would stop working and the operator would reset the generator and it would start working, but could not duplicate the problem. Fse re-synced the generator and the console. Fse tested the system per service checklist and returned unit to full service.